Manufacturer narrative:
Integra has completed their internal investigation on october 25, 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; visual inspection was performed. Breakage occurred where ¿t¿ part is assembled on quick coupling part by welding joint. DHR review; no anomalies that could be associated with the complaint were reviewed. Complaints history; a review of the complaint system was performed. This is the (B)(4) incident reported to newdeal about a breakage of a panta t-handle 519 021 for the past two years. During the same time period, (B)(4) panta nail has been sold. (B)(4). Conclusion: given the description of the event and the observations made during the investigation, the root cause is an improper weld. The root cause determined the failure is due to a lack of penetration in the diametrically opposite area of the weld end crater. The lack of weld penetration has led to a lower resistance of the weld for the applied stresses and has led to the failure. The failure has then propagated until the probable final failure area in brutal mode in the weld crater area with the presence of dimples.

Event description:
It was reported that t-handle has come apart while in use however, the rods were removed using a drill. Sometimes this is done even when the handle is available. No surgical delay or adverse impact on the patient.